Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/28/2023, it was reported by a sales representative via email that an ar-9236-03pp univers vaultlock glenoid trial, large broke during a procedure. No further information was provided. Additional information requested.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the image provided from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to excessive use of force in placing or fastening the device.